Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge dropped from 80% to 30% while connected to a power source. That battery gauge jumped from 40% to 100% while disconnected from the power source. The customer's blood glucose level was 235 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.